Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified higher sensor scan when compared to a competitor brand meter. The customer became hypoglycemic and experienced symptoms of a seizure, a loss of consciousness, and was unable to self-treat. The ambulance was called and upon arriving, blood glucose of 10 mg/dl was obtained on their device. The customer was administered saline for glucose and an unspecified infusion for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified higher sensor scan when compared to a competitor brand meter. The customer became hypoglycemic and experienced symptoms of a seizure, a loss of consciousness, and was unable to self-treat. The ambulance was called and upon arriving, blood glucose of 10 mg/dl was obtained on their device. The customer was administered saline for glucose and an unspecified infusion for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. De-cased sensor and performed visual inspection and no issue were observed. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. Return sensor was inspected and no evidence was observed of inaccurate readings. The returned patch was de-cased and no issues were observed on the patch component or sensor flag. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Based on returned product download section d4 (serial number) was updated from (B)(6) based on returned product download section h4 (device mfg date) was updated from (B)(6) 2022 .